Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated when she was going into a narrow door way the chair suddenly accelerated jamming her right hand in between the chair and the doorway. End user stated her top layer of skin, the epidermis was scraped off her middle finger. End user stated she did not seek medical intervention and self treated the wound.